Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per standard operating procedure (sop) since the device manufacture date is greater than one year from the event date. To fix the issue, the getinge service territory manager (stm) replaced the batteries, and completed the full pm. All functionality, calibration, and safety checks passed to factory specifications. The iabp was then cleared for clinical service. (B)(6).

Event description:
It was reported that while performing a routine preventive maintenance (pm) on the cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the batteries could not meet the requirements for the battery run-time test. There was no patient involvement ad no adverse event was reported.